Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call of a sensor anomaly and high blood glucose. The customer's blood glucose level was 10.9 mmol/l. The customer stated problems with the sensor switching off their pump due to a false low which cause them to have high blood glucose. The customer stated this has happened several times and it might be a pump issue. Customer stated having problems uploading to carelink but could not upload at the time of the call. The customer was advised to troubleshoot at any time the problem is uploading. The customer was advised if it's related do data transfer issues, there could be a reason the pump is a cause for their sg versus bg issues. The customer was advised to call back to troubleshoot.